Event description:
The user facility reported that the wall display connected to their hexavue custom room rack was flickering and there was no power to rack. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hexavue custom room rack and found that the wall display was flickering and there was no power to rack. The technician reset the monitor, tested the function and operation of the unit, confirmed it to be operating to specification, and returned the unit to service. No additional issues have been reported.